Manufacturer narrative:
Exact date unknown, event occurred in approximately four months ago.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted device will not be returned.